Manufacturer narrative:
Follow-up # 1 date of submission 09/27/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 9/01/2016 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, multiple battery compartment cracks were observed. There was evidence of moisture contamination inside battery compartment. All testing performed with a test battery cap; the test battery cap was able to fully tighten to the pump. A leak test was performed and a leak at the battery compartment was observed. The pump powered on and was exercised for 24 hours with no power interruptions or power loss. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of a power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power. There was moisture observed in the battery compartment and the battery cap was not able to tighten securely to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.